Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a versacross connect for faradrive and versacross access solution kits were selected for use. The physician had difficulties getting transeptal access using versacross connect where tenting was continuously anterior. The physician struggled to clock posterior to get right positioning and tried multiple times to advance rf wire out as the physician believed wire crossed without applying radio frequency (rf) but could not be confirmed on intracardiac echocardiography (ice) or fluoroscopy. The physician replaced all devices and transitioned to versacross access, shaped the dilator and went back into cross. Once crossed with the dilator/sheath, it seemed to be at anterior position and the wire advanced into the appendage. The physician manipulated the sheath/wire to ensure the left superior vein wired before removing the dilator and wire. The case proceeded, and 50 applications were delivered with the farawave catheter on all pulmonary veins successfully. The physician then removed the catheter to complete a post map, and towards the end of post map it was noticed that the patient blood pressure was dropping. Pacing and medication were given to solve the issue with blood pressure. After finishing post map, the physician checked for effusion and noticed that an effusion occurred on the anterior portion of the right ventricle and posterior portion of the posterior wall. A pericardiocentesis was performed to drain the effusion and a drainage tube was left on the patient. The patient was taken to the intensive care unit (ICU) for observation overnight and has been discharged later on. The device is expected to return for analysis. No perforation could be confirmed. Physician noticed a clot on the right ventricle during an echo imaging suggesting that quad right ventricular (rv) catheter may be to blame. The patient anatomy was very short distance from groin access to right atrium but did not seem to be a problem. The versacross device did not malfunction. In the physician opinion, a perforation could have been caused by one of the three things, the quad catheter used for pacing placed in the right ventricle, the mapping catheter, or the transeptal wire. The physician leaned towards the quad catheter being the cause but could not confirm. Act was therapeutic.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross connect rf wire.